Event description:
Eval revealed a misaligned display screen and dislodged force sensor pins.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. The pump did not detect the cartridge on the load step during eval and emitted a "no cartridge detected" alarm. There were multiple loss of prime warnings associated with zero force in the pump history.